Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.

Event description:
During a left arm fistula angioplasty procedure, the balloon burst without much pressure being applied. The balloon burst occurred during initial inflation. The procedure was successfully completed with the use of another balloon. There was no impact to patient outcome. The patient was discharged without issue. There was no visual calcification and the lesion length was not measured. The vessel stenosis was estimated to be moderate. The inflation pressure was said to be low, but not quantified by the site.